Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25126013, 25126213 and 25126429 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3 mm did not load properly. The proximal seal would roll and then when it was supposed to be pulled out to be placed within patient the seal would unravel and remain in heartstring. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. Related to 2016-00794, 2016-00795 & 2016-00796.